Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) was at the patient's appointment with their healthcare provider (hcp), and rep reports the implantable neurostimulator (ins) is a little loose in the pocket based on body type and skin, but the patient can still recharge. Rep reports it was decided at the appointment that surgery to correct didn't outweigh the risks, and the patient will tolerate the loose ins as discussed with their hcp.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they have an appointment tomorrow with their healthcare provider (hcp) to take a look at the implant and leads. Patient stated they had went to see hcp on the 19th of december where they addressed the issue of their implant sliding around. Patient stated they thought that hcp office was going to send someone from medtronic that day to discuss next steps, but evidently, they didn't. Patient said they were going to talk about whether to move the placement of the implant or not, or put in another paddle up a little further that way it would cover more area. Patient asked if there was any way they could get a representative to meet them at their appointment. Agent reviewed role of representative and redirected patient to their healthcare provider to further address the issue. Patient stated they were told to call medtronic directly. Agent sent email to local reps for next steps. When asked for event date of implanted system issue, patient stated it was determined around dec 19th. Rep emailed back and noted they would reach out to the patient.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.